Manufacturer narrative:
Investigation into this event determined that the customer experienced imprecise ammonia qc results after the laboratory floor had been cleaned with an ammonia based product. The user documentation for the vitros 250 chemistry system indicates "never use ammonia based cleaners on or near the system." User error is the root cause of this event.

Event description:
A customer observed imprecise ammonia quality control results on the vitros 250 analyzer. No pt results were reported if quality control results were unacceptable. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.